Event description:
The patient was in the bathroom on the toilet and the caregiver transferred patient to the wheelchair. The patient slid out of the wheelchair onto the floor and her right leg became wedged between the door and part of the wheelchair. After the fall, the patient was having increased pain and inability to stand, and her right foot appeared to be turned inward. An x-ray was ordered of the right leg that showed an acute fracture of the right femoral neck, displaced about 1cm with mild varus angulation. Hme was notified of the event and the MFR is unk, the wheelchair was the patient's private wheelchair.